Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic sigmoid colon resection procedure, the surgeon reported that when the staple line was inspected after the procedure, the outer row of staples did not form. The staple legs were sticking out straight and at angles. The staples had not formed a b. Because of this result, the surgeon had to over sew the staple line. The surgeon reported that there were two complete donuts. There were no patient consequences. Case was completed with another device of the same product code. The customer disposed of the device.